Event description:
Pt had unsuccessful PICC line placement attempt at bedside. A different line was placed by interventional radiology. Several weeks later pt. Was readmitted with symptoms of sepsis and a piece of guidewire was found in/near her pulmonary artery. It was recently determined that the foreign body was most likely a guidewire from the attempted PICC line placement.======================manufacturer response for flexura guidewire for 4f power PICC, power PICC flexura guidewire (per site reporter):======================interested and helpful, but awaiting further information to complete investigation.